Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during transport of an open heart patient from the ICU to the or, channel "c" shut off after going over a bump and had to be reprogrammed to restart the infusion. After going over another bump, channel "d" shut off and also had to be reprogrammed in order to restart the infusion. Although requested, the customer has not provided the names and rates of the infusions but did state that the patient's blood pressure dropped to an unspecified level, and that an unspecified medication was used to return the blood pressure to baseline. There was no lasting harm.